Manufacturer narrative:
Engineering evaluation of the returned drivers found that the failure appears to correlate with a ductile torsional failure. The cause of the failure may be the result of a torsional overload condition being applied. The cause for the observed failure was not definitively determined. Review of manufacturing history records found a total of 24 pieces of this lot were released for distribution on november 8, 2013 with no deviation or anomalies. Due to a trend for reports of this nature for this part number, a CAPA was initiated for further investigation and possible corrective actions. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2016-00008 / 00009).

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2016-00008 / 00009). Evaluation in process, not yet complete.

Event description:
It was reported that during a procedure performed on (B)(6) 2016, while seating an 8.5mm x 90mm reform pedicle screw into the ilium the tip of the reform polyaxial driver (39-sp-0700) broke. The driver tip was retrieved from the head of the screw and a second driver was used to finish seating the screw. A second 8.5 x 90mm reform pedicle screw was then being inserted bilaterally and upon partially seating the screw the driver tip broke. The tip was cold welded in the head of the screw and could not be removed. A rod was used to finish seating the screw and successful rod placement with locking cap assembly was completed. The doctor was satisfied that the tip was fully encapsulated under the rod/locking cap assembly and there was no risk of it coming out.